Event description:
Event description guidant received information that during a follow-up visit, upon programming the device to vvir mode, ventricular loss of capture was noted. The lead had impedance measurements were greater than 2500 ohms and a fracture was confirmed in the clavicular area on an x-ray. Both the atrial and ventricular leads were abandoned surgically. The atrial lead had high threshold measurments. The patient had a heart rate of 50 bpm and no adverse patient effects were reported.